Event description:
(B)(4). I had essure placed after 4 child was born with weeks I started having sharp pain in my vaginal area along with pain in my left hip. Since then I have continued to have problems which include hair loss, anxiety, depression, diagnosis of fibromyalgia pain in my muscles, joints, rashes on my entire body, I was on state medical when placed. I have on going medical issues and will have to have hysterectomy to alleviate the pain I have also gained weight and due to amount of pain in abdominal and joints I'm unable to exercise in a helpful way.